Manufacturer narrative:
Eval results: eval of the returned product did not confirm the reported issue; the alarm powered up with batteries and passes all functional tests. However, a battery spring inside the battery compartment is deformed. MFR ref file # (B)(4).

Event description:
The customer reported that during set up, the alarm would not power on and the batteries have been replaced with a new supply. The customer reported that there is no visible damage to the alarm case. The customer did not provided the date when this occurred. No pt incident or injury reported.